Event description:
It was reported that the markers and the electrogram (egm) on the implantable pulse generator (ipg) were misaligned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed misaligned markers on carelink report.